Event description:
The customer reported that the pump does not hold charge. During a review of the device's history log multiple n56 (replace battery) alarms were found. During testing, the device was found to alarm for replace battery upon power up. In addition, the battery icon was found to be empty during the self - test. The device was then powered up on alternating current (ac) and the change battery soft key was pressed. The device then passed all performance verification testing on direct current (dc). The complaint was verified and the probable cause is related to a known software issue in version (B)(4). Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.